Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cable b feetplane on the high voltage tank was replaced and a filament calibration was performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a series of errors, which prevented the sys from performing fluoroscopic x-ray. No pt injury was reported.